Event description:
It was reported that the patient received an alert for low pacing lead impedance. All electrical tests, isometric testing, and pocket maniuplation were normal. The patient was asymptomatic. The lead remained implanted and patient monitoring will continue.